Event description:
It was reported that the foley catheter balloon inflated one side at a 10:0 ratio during the pre-test. Per investigator's notification received on 26mar2025, it was reported that leakage observed under inflation valve of the foley catheter during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Received three (3) photo samples. All photo samples showcase an overview of an all-silicone foley catheter and its packaging. Received one (1) used all-silicone foley catheter with syringe without original packaging. Visual inspection noted no obvious defects. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked under inflation valve measuring 3.65mm (0.1435 inches). Unable to determine asymmetrical balloon due to leak observed under inflation valve. This does not meet specification which states "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap [2] without cuts, holes or tears on the inflation arm". The root cause for this failure, per CAPA 12182448, is the silicone injected into the forming cavity is entering pre-cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Complete initial reporter facility name: (B)(6). Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon inflated one side at a 10:0 ratio during the pre-test. Per investigator's notification received on 26mar2025, it was reported that leakage observed under inflation valve of the foley catheter during sample evaluation.